Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 3/25/2019. Device returned to manufacturer: yes. Device evaluation: the product associated to the complaint was received and evaluated. Results revealed that the plunger was observed in fully advanced position. The plunger was gently pulled back and found locked. The pcb00 device was observed under microscope and no viscoelastics are observed at the cartridge. Directions for use (dfu) states to completely fill the viewing window of the pcb00 with ophthalmic viscosurgical device (ovd). There are indications of coating at the cartridge canopy. No molding defect is observed on the cartridge. The lens was stuck at the cartridge tube /tip area with the leading haptic not folded. The reported complaint issue was not verified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that additional investigation request for this production order number has been received. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation the reported complaint issue was not verified, and a product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00, 18.5 diopter intraocular lens (iol) was defective. There was patient contact. It was stated that there was no incision enlargement, no vitrectomy, no sutures done. And the patient is doing fine. No other information was provided.